Event description:
An endurant bifurcate stent graft was implanted during an endovascular procedure for the treatment of a 51mm abdominal aortic aneurysm . It was reported that during the index procedure, the stent was transported to the predetermined position with the delivery system, and the stent was completely deployed. During the recovery of the delivery system, the stent moved from the intended place and the surgery was terminated.  As per the physician the cause of the event cannot be determined. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis delivery system decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned with the external slider and backend wheel in the forward position. Longitudinal scratches were visible on the taper tip. Deformation was present on the tip of the graft cover and at multiple locations along the graft cover. Deformation was evident at multiple locations along the spiral tube. The spiral tube sleeve was retracted 16mm from the spindle. Deformation was observed to the spiral tube sleeve extending to the stent stop. The reported ¿inaccurate delivery¿ was not confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; it was reported the stent graft was explanted 8 days later and replaced with an artificial blood vessel. The patients vital signs are reported as stable. A.4 updated b.1 & b.2 updated h.1 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.